Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. The oxygen blending module board was returned to the manufacturer's product investigation laboratory. During the investigation, the oxygen flow sensor failed at higher positive flows which was indicative of contamination.